Event description:
A fire department reported that during a rescue attempt by ems professionals, the AED advised numerous shocks (at least 5) and 3 shocks were delivered to the patient, who was resuscitated. They reported that their professional users' perform "pit crew CPR" which included performing CPR while the device is charging. An analysis of the AED's electronic data for the event recorded on (B)(6) 2016, contrary to what was reported, identified an event where 5 shocks were delivered to the patient and 2 shocks were aborted. The details of the event are as follows: analysis period 1: the AED encountered vf (ventricular fibrillation, a shockable rhythm). Appropriately, shock was advised and delivered. Analysis period 2: the AED encountered vf. Appropriately, shock was advised. It appears that compressions performed during the confirmation phase (which occurs during charging) manifested a wide complex rhythm of 100-120 bpm which was appropriately interpreted as non-shockable. The shock was aborted and not delivered. Analysis period 3: the AED encountered vf. Appropriately, shock was advised and delivered. Analysis period 4: the AED encountered vf. Appropriately, shock was advised. It appears that compressions performed during the confirmation phase manifested a wide complex rhythm of 100-120 bpm which was appropriately interpreted as non-shockable. The shock was aborted and not delivered. Analysis period 5: the AED encountered vf. Appropriately, shock was advised and delivered. Analysis period 6: the AED encountered vf. Appropriately, shock was advised and delivered. Analysis period 7: the AED encountered vf. Appropriately, shock was advised and delivered. Analysis period 8: the AED encountered a narrow complex junctional tachycardia. Appropriately, shock was not advised nor delivered. Analysis period 9: the AED encountered a narrow complex junctional tachycardia. Appropriately, shock was not advised nor delivered. Once successfully converted, the patient's ECG continued to exhibit a life-sustaining rhythm until the end of the available record. In the 2nd and 4th analysis periods, the shock was aborted as the AED was unable to confirm a shockable arrhythmia was present due to CPR having been performed while the AED was charging in preparation for shock delivery; a misuse of the AED and the reason for this MDR. The results of the analysis of the AED's electronic data for the event record of (B)(6) 2016 shows that the AED appears to be operating as intended; no AED malfunctions are evident. While minimally interrupted cardiac resuscitation may be beneficial in resuscitation, it is not considered beneficial during an AED's confirmation phase. The confirmation phase is best performed without interference in order to accurately proceed with shock. Rescuers should heed the warnings of "do not touch the patient" which is spoken by the AED during analysis and "stand clear" which is spoken by the AED during charging.